Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Troubleshooting was done for motor error alarm. Customer also mentioned that they were able to clear the alarm and able to rewind the insulin pump. Drive support cap was slightly intended. Customer's call got disconnected, customer called back again and stated that he received motor error alarm. Customer no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.